Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, it was reported that the pump touch screen was intermittently unresponsive, and the display would intermittently time out too soon. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.